Manufacturer narrative:
Hamilton medical ags reference: (B)(4).; hamilton medical ags conclusion: the reported issue was that the breathing circuits triggered an ¿exhalation obstructed¿ alarm, including during use with a patient. Testing showed that the exhalation valve membrane was not functioning properly and was likely sticking, which can restrict or block expiratory flow and cause the alarm. After the membrane was replaced, the alarm no longer occurred and the issue could not be reproduced. Normal device function was restored following replacement. No further information received. Case is considered closed. Note: it was not possible to provide a product number, UDI, or manufacturing date for the hamilton-t1 because no such information was supplied in the received complaint report.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that the circuits triggered an ¿exhalation obstructed¿ alarm and failed while a patient was connected, who was then saved. The issue could be reproduced, and the exhalation valve membrane was identified as the likely cause. Replacing the membrane with one from a different batch resolved the problem.